Event description:
It was reported that the patient underwent a removal and replacement of an inflatable penile prosthesis (ipp) in which the existing device was removed and a new ipp was implant. During the procedure a small hole was found on the right cylinder. The patient was said to be good after the surgery.